Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 4.10d. Retainer ring = clear. Pump case = ngp. Customer returned pump for alleged pump error 63 and audio/vibrate anomaly/absence of alarm found on (B)(6) 2019. Pump passed displacement test. Pump failed display test portion of the self test due to pump error 63. No alarm anomalies noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on (B)(6) 2022 at 08:19:02.00 due to cracked solder joints on the u1 chip on keypad assembly. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and found cracked solder joints on the u1 chip and moisture damage on pcba 1 and force sensor. The following were noted during visual inspection: cracked retainer, cracked keypad overlay, pillowing keypad overlay, scratched case, overlay scratched. In summary, customers alleged pump error 63 was confirmed in the history files and through visual inspection where a loose solder joint was found on the u1 chip on keypad assembly. Audio/vibrate anomaly/absence of alarm was not observed during testing. Audio/vibrate anomaly/absence of alarm was not confirmed. Exposed to moisture confirmed on pcba 1 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device had an absence of audible sensor alarms. Additionally, a hardware low level alarm occurred after the self-test. The customer¿s blood glucose during the incident was 63 mg/dl. The device failed troubleshooting. The device will not be returned for analysis.